Manufacturer narrative:
Date of event: unknown. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use, fluid leaks when the syringe is filled with the liquid on the bd¿ perfusion syringe 14 g x 1 1/4 inch. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation: one used sample of 50pf and 5 sealed samples were received. On visual inspection of the used sample received it can be observed leakage between stopper ribs. No damage or molding defect can be observed in the syringe that could have caused this defect. On visual inspection of the five sealed samples no damage or molding defect can be observed in any of them that could cause leakage. The stopper is correctly assembled to the plunger in the six samples. Rationale: leak test is not performed with the used sample received since syringe is single use and this functional characteristic could not be reliable if test is done with the used syringe. It is washed with alcohol isopropyl and it is disassembled not observing any damage or molding defect in the plunger rod that could have caused leakage. Conclusion: leak test is performed with the 5 unused samples according to procedure (B)(4) and iso 7886-1 annex d. The five syringes meet iso 7886 annex d. The syringes are disassembled not observing any damage or molding defect in the barrel or in the plunger rod that could have caused the alleged defect. This issue is not related to a manufacturing defect. Since no incidence happened during manufacturing process and samples tested meet iso7886 annex d, a definitive root cause cannot be determined.